Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be recei as noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿

Event description:
A complainant reported that an impella cp was unable to placed for mechanical circulatory support due to tortuosity in iliac and aorta. The patient's outcome was stable.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. Investigation summary. No product was returned. Failure to advance: the cause of the deliver issue was determined to be patient condition as the patient had tortuous vessels in iliac and aorta preventing successful delivery of impella. Device history review: device passed all post sterile inspection checks.